Event description:
It was reported that the biomedical staff helping troubleshoot pure wick. They went into the room and noted the suction was up very high. It was in the red and they did not recall the exact setting. Nurse stated device the does not work unless suction is up that high. Biomedical staff noted that urine bubbling in the canister. Per bd internal response, they were not in the room, so I recommended they go into the room and call me back. Advised this sounds like air leaking in the system somehow. They called back a few minutes later and stated the nurse was not receptive to troubleshooting at that time, but they recommended nurse change out the suction tubing and canister. Advised the prolonged high suction could create patient injury and recommended he relay this to the nurse. Advised I would notify our product complaints team who will likely return his call to find out how the issue was managed. If the purewick catheter is changed, please keep the product for investigation. Bd does not make the suction tubing or canister. Per follow-up information received on 26mar2026, it was reported that the biomed was helping a nurse troubleshoot a purewick. She had the suction turned up very and high and claimed "that was the only way it worked. I advised at that time to check for anywhere they might be losing suction (holes in tubing, connections not snug, cracked canister). At that time the nurse told him she did not have time to troubleshoot. He is calling back to advise that replacing the tubing and canister resolved the issue and ask if we had any educational materials. He was unsure what the issue with the disposables had been specifically. Recommended he have his local rep come inservice the staff. Contacted cs and identified the tm for the customer (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.